Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2018, it was reported that the patient's pump had experienced a motor stall. Surgery for pump replacement was planned on (B)(6) 2018. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-oct-04. It was reported that the patient began to hear the pump beeping on 2018-(B)(6). A motor stall recovery was not noted in the pump logs. The cause of the stall was unknown. The stall was resolved with the replacement of the pump on 2018-(B)(6). The representative requested that the hcp return the pump for analysis but the hcp refused to give the pump to the representative. No further complications were reported.